Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.